Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019, due to diabetic ketoacidosis and they experience the high blood glucose as well as low blood glucose. The blood glucose level was 435 mg/dl before the dinner and then it was 182 mg/dl. Customer having the another blood glucose was 210 mg/dl to 33 mg/dl. The customer treated high blood glucose with intravenous insulin, fluid. Troubleshooting was performed. The product will not be return for analysis.